Manufacturer narrative:
Of the 31 allegations of a malfunction, 99 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning.

Event description:
This report summarizes <noe> 31</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-72 years of age and between 32 and 132 pounds. Of the reported patients, 13 were male, 18 were female, and 0 were unknown.